Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was break in aseptic technique, the hp did not wear a mask. The hp was treated with injection (inj.) Fortum 500 mg and inj amikacin 125 mg (frequencies and routes not reported). The patient is reported to be recovering.